Event description:
It was reported by the customer that the product continues to run after the foot pedal is released. Another drill was available to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The drill was received by the manufacturer, however the complaint could not be replicated. Based on the results of the device evaluation, the drill performed according to all specifications.